Event description:
On event date, the pt presented at user facility for chemo treatment. At that time the device appeared blocked. Two days after event date, pt presented for x-ray and it was observed that the catheter segment separated from the device and traveled in the vein to an area near the liver. Surgery for removal of the migrated segment is scheduled 1 week after event date.